Event description:
It was reported that revision surgery was performed due to disassociation of the acetabular liner. The revision surgeon believes that the acetabular screw has backed out from its original position in the acetabulum into contact with the liner or the acetabular cup has migrated from its original position.